Event description:
It was reported that, "after implanting t2 recon nail and both (2) t2 recon lag screws surgeon attempted to implant t2 recon set screw. While trying to implant plastic tip of set screw fell off. Opened second set screw and same thing happed-plastic tip of set screw fell off. Surgeon was unable to use set screw. Added about 45 minutes to case."

Manufacturer narrative:
Device will not be returned. Device was lost during decontamination. If add'l info is received, it will be provided on a supplemental report.